Manufacturer narrative:
The account found the side rail is hanging by the dampener and side rail cable. The account replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.